Manufacturer narrative:
B-USA conclusion: no product returned, unable to identify cause of complaint as maintenance or possible user error.

Event description:
The following information is from mr. (B)(6), brasseler USA (b-USA), distributor, (B)(6), to nakanishi inc (nsk) regarding a device manufactured by nsk for b-USA. B-USA event summary: handpiece overheating severely on the top of the handpiece head. Significant burns to patients. B-USA complaint review: (B)(4) , no serial number referenced - no complaint found for any unit from this customer. B-USA investigation: the customer sent in a letter noting that their handpieces were overheating and causing patient burns. No serial numbers were provided not any units returned for evaluation. A review of the customer's purchase history found that 14 units were purchased most recently in (B)(6), 2007. A review was made of the repair history for this customer for any repair history for this item. Repairs for 14 different units were found with repair dates from 2008 to 2011. No repair history for these units was found after 2011. Unable to determine root cause of complaint. Overheating of electric handpieces may be due to improper or lack of maintenance. Over heating may also occur if the push button is depressed while the unit is rotating. We will continue to monitor.